Manufacturer narrative:
New patient coded added upon additional review.

Event description:
Additional information received from the consumer reported that the patient was having shoulder problems unrelated to implant for which he got epidural and trigger point shots and a tone of medicine. Around the same time, spring or about (B)(6), he was having issues with spasms and the therapy. They met with the managing healthcare provider (hcp), who did not think there was an issue. They later met with the surgeon and a manufacturer representative (rep) at the end of september, who determined there was high impedance on one of the contacts. The rep reprogrammed around it, after which the spasms reduced though did not completely go away. The consumer mentioned the battery was depleting fast due to the impedance issue, so it was ultimately replaced. However, the consumer did confirm the replacement was due to normal battery depletion. He also noted it had been set higher from the beginning, which was possibly from the high impedance issue. The new implant was able to have the voltage turned down from being able to program around the contact.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via a healthcare professional (hcp). It was reported that the issue had appeared to be resolved after the replacement; however, when switched back to the original setting using contact 2, the patient did not feel well. The patient was subsequently switched back to the program using 1-, 3+. It was noted that the patient¿s pulse width was lowered so the patient could turn up voltage for tremor control. The patient¿s tremor reportedly did not change much, but they have started intermittently getting ¿call your doctor¿ screens on the programmer. The week of this report, the patient had their impedance checked and it had doubled from last visit from 1200 to 2400 ohms. It was reported that contact 2 has abnormal impedance again, but only at about 5000 ohms. All other contacts are within normal limits. The patient was clinically stable at the time of this report, so no changes were made. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep via an hcp. It was reported that the hcp discussed the ¿call your doctor¿ messages that the patient was getting. Contacts 1 and 3 are not problematic, but contact 2 is. No changes were made at the patient¿s most recent hcp visit on (B)(6) 2017. Left stn: 3.8 v, 90 pw, 185 hz current: 1.614 (2.973 in (B)(6) 2016).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there is a suspected problem with the device or therapy as of (B)(6) 2016. Via the rep, the patient's father noted that something suspicious had happened with the device at the last visit in (B)(6) 2016. It was stated that at that time, when interrogating the left stn implantable neurostimulator (ins), an initial message was received that the current program may not be being delivered, all impedances should be checked, and the number of active contacts should be reduced. The battery was at 2.75 which was down from 2.92 in 2016-match. Electrode impedances were checked and there were no abnormalities, so the voltage and current were lowered to 4.7 and 5.7 respectively. The voltage was then clicked back up to 4.9 with no problems. The clinician programmer was rebooted with no error message seen, and repeat measurements revealed a current of 4.676 instead of 5.979, with impedance of 1041 instead of 804. In an attempt to reproduce the error message the voltage was increased to 5.2 with a current of 6 .056 and impedance of 846 ohms, but no error message was seen, so the voltage was reduced back to 4.7. On (B)(6) the rep stated that it has been 17 years since the patient was first implanted, and wondered if there may be a problem somewhere along the extension. It was indicated that the impedances for the left ins, set at 1-2-3+, 4.7 v went from the 800's/900's to 1600's-1900's based on multiple measurements from multiple positions of the neck and arm,with their current cut in half accordingly. Full electrode impedance checks were normal at 3 v, but at 1.5 v there were some readings > 4000 ohms involving contact 2, and at .7 v impedance at c+2- was > 2000 ohms. The patient has severe neck and shoulder dystonia that is intermittent, and wonders if it has damaged any connections. However, the patient has not noticed any clinical changes. Recharging statistics provided by the rep showed varying impedances on group b for different voltages/currents within normal limits ranging from (B)(6) 2015 to (B)(6) 2016. On (B)(6) the rep reported that the patient had shaking symptoms on the right side of their body and has been having spasms for a longer period of time than the shaking has been occurring, but they are still getting some stimulation benefit and it is unknown where the patient is experiencing the spasms. The patient has a history of spasms since implant on (B)(6) 2015, but it is unknown if they have been happening prior to implant, and the healthcare provider (hcp) prescribed botox treatments for the spasms. The implant is not suspected to be the cause of the spasms at this time, and turning off stimulation to see if that changes or eliminates the spasms has not been tried as the patient is concerned about the subsequent return of their underlying symptoms. The patient has been using group b 100% since (B)(6), with pairs 1-2-3+, 4.7v, 90 us, 185hz, and 1793 ohms, which is the same programming on b since implant with no changes made to settings. It was reviewed the possibly take out #2 electrode during reprogramming due to the high impedances that occurred. An impedance report short that all impedances with contact #2 were elevated but not a clear open, with all pairs in the 3000-4000's. The ins is currently at 2.8v with longevity of 2.2/2.5 years. Per the report, the only out of range impedance was contact 2 & 3 at 4311 ohms. See related regulatory report 3004209178-2016-19985.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.